Event description:
The consumer claims that the device's temperature reading, "fluctuates extremely between the set and rectal thermometer." The device reads 38.2c while the normal rectal thermometer reads 39.5c.

Manufacturer narrative:
The wrong manufacturer was inputted. The manufacturer added to this report is the correct one.

Event description:
The consumer claims that the device's temperature reading, "fluctuates extremely between the set and rectal thermometer." The device reads 38.2c while the normal rectal thermometer reads 39.5c.

Manufacturer narrative:
Follow-up report no. 1: the wrong manufacturer was inputted. The manufacturer added to this report is the correct one. Follow-up report no. 2: the model number and device problem code was changed. Additionally, the device was returned by the consumer and tested by the manufacturer. The test results show the device to be functioning in good condition. The manufacturer has confirmed that the product meets their delivery requirements and it is a qualified product.

Event description:
The consumer claims that the device's temperature reading, "fluctuates extremely between the set and rectal thermometer." The device reads 38.2c while the normal rectal thermometer reads 39.5c.